Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/31/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot mmh699, and no non-conformances were identified. Additional h3 investigation summary: unopened samples of product code f2420, lot # mmh699 were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle or performance breakage suture was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/26/2020. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent cutaneous suture at the level of the knee on (B)(6) 2019 and suture was used. After few tissue passages, the needle pulled off of the suture without excessive tension. The surgeon successfully performed a knot despite the absence of needle. Then the suture got broken in the length. The suture has been removed. A like device was used to finish the procedure.